Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 400 mg/dl. Customer stated the alarm was resolved by a complete set change. Troubleshooting was not done for high blood glucose. Customer he will call back if further assistance is needed. Customer confirmed that the insulin pump worked with no alarm and his blood glucose was 398 mg/dl and treated with 7 units of insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.